Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Unable to reproduce the reported failure mode. The root cause for the ruptured purge pressure disc was not determined due to the inability to reproduce. In accordance with updated procedures, sections d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant had an automated impella controller (aic) fail during the setup for the high risk percutaneous coronary intervention (hrpci) with an impella cp for a patient. The aic had multiple personal computer (pc) failures and the purge disc hub ruptured. The team troubleshot by replacing the aic and the impella cp support began on the third pc. There was no harm or injury noted from the delay in support. No patient was involved.